Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate auto mode switch due to far-r oversensing was observed. Programming changes were made. The device remains implanted.